Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the t:slim x2 pump user guide states to not fill the cartridge until prompted by instructions on the pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent minimum fill notifications with multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin. Subsequently, the customer prefills the cartridges and leaves the cartridges in the fridge. The customer's blood glucose level was 216 mg/dl. Reportedly, the customer loaded a new cartridge successfully.